Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had developed a fluid sack at the junction of the pump and catheter. The pt underwent exploratory surgery in 2008. The catheter was found to be broken. The catheter was revised. The drug used in the pump, pt symptoms and outcome were not reported. Add'l info has been requested, but was not available on the date of this report.

Manufacturer narrative:
Results - used for catheter. The catheter was not returned for analysis.